Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during an unknown procedure the jaw of two of the expressew iii suture passer w/o hook was broken. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received provided by customer. The complaint device was received and evaluated. Visual observations revealed that the device had slightly marks of wear, but it was in expected condition. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. A manufacturing record evaluation was performed for the finished device [10873-120323-10] number, and no non-conformances were identified. No information was provided on how or when the failure has occurred; therefore, a definitive root cause could not be determined. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU (B)(4), it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 correction narrative: d4; it was inadvertently reported on the initial report that the serial number was 10873-120323-10. Upon complaint review, it was determined that this belonged to the lot number instead. Therefore, both the serial and lot numbers have been updated to reflect the correct information.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during a shoulder procedure on (B)(6) 2021, it was observed that the needle on the expressew iii w/hook device would get stuck in the "fired" position. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.